Manufacturer narrative:
Patient information was not made available from the site. On 04/13/2017 a medtronic representative, following-up at the site, reported that the navigation system positioning sensor unit (psu) and polaris spectra system control unit (scu) logs were blank. When the camera stopped tracking the lights on the camera remained lit (2 green leds) and there was no cycling or "no localizer connected" error. Return requested. Replacement positioning sensor unit (psu) shipped to site 04/13/2017. No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site's navigation system camera was not tracking instruments properly. The navigation system camera was losing site of the frame and instruments. In trouble-shooting, the medtronic representative re-adjusted the camera and used new spheres, however, the issue persisted. Re-booting the navigation system temporarily resolved the issue, however, shortly after the camera again lost track of the instruments. The site then switched to the sterile frame with no positive results. After a second navigation system re-boot normal function was restored. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the positioning sensor unit (psu) for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect psu was returned to the manufacturer for analysis. The psu was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.